Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient underwent system explant due to not using the system for several years where the ipg became inoperable.

Manufacturer narrative:
Medical device problem code changed to 2017 - improper or incorrect procedure or method.

Event description:
This is a correction report to indicate the ipg was inoperable due to the patient failing to charge the device as instructed. This information was missing off the initial report.